Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was missing the filter cover and there was contamination in the oil fill tube. Therefore, the reported condition was confirmed. It was determined that the missing cover was consistent with user error by removing the cover and not putting it back on. It was determined that the contamination was due to user error by allowing medical debris to come in contact with the device. The assignable root cause was determined to be due to user error, misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the foot control device had missing components: oil filters and silver cover. It was further determined that the device had fluid invasion. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.